Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter stated the customer became listless and unresponsive around 1:30 pm. Reporter stated that she tried testing the customer with the aviva meter but could not because she got an error message on the device as the code key for it was missing. Reporter called the manufacturer of the device for assistance and they recommended calling for emergency medical assistance for the customer instead of trouble-shooting the device. Reporter stated that after she ended the call, she found the code key for the aviva meter and tested the customer with a result of 83 mg/dl. Reporter stated that she called for an ambulance and treated the customer with orange juice and glipizide. Reporter stated the customer was taken to the hospital where testing was done and the customer was diagnosed as having a severe bladder infection which caused the unresponsiveness. Reporter also stated that the customer is normally in an infant-like state since suffering a hemorrhagic stroke years ago. No other actions were reported taken or treatment received. A request was made for the return of the affected product.